Event description:
It was reported to boston scientific corp that a gemini retrieval basket was used in an electrical surgical wave lithotripsy on a male pt that occurred in 2008. During the procedure, the gemini retrieval basket broke inside the ureter, approximately 15 centimeters from the end. The physician was able to retrieve the broken basket by using urethral graspers. The procedure was completed using another same device. According to the complainant, the pt is doing fine.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search for similar complaints related to the lot number was conducted; no additional complaints have been recorded for this lot. The february 2008 15-month gemini 11mm product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The trending for ar code basket broken was reviewed; no adverse trend was noted. The suspect device, gemini 11mm basket was returned for eval. A visual inspection of the returned device found the basket has separated from the drive wire. The basket cannula that joins the basket wires to the drive wire has broken in half, allowing the basket to separate. A microscopic inspection of the broken cannula found that the thickness of the cannula walls is very thin. It appears the walls of the cannula were too thin, and the cannula broke when used. Based on the investigation, it appears the cannula was over ground, resulting in very thin walls which were not strong enough to hold the basket to the drive wire during use. A CAPA is currently open to address gemini splice joint failures.